Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 146 mg/dl and sensor glucose was 70 mg/dl at the time of the event, the difference is outside the acceptable range. It is unknown if auto mode was on at the time of the incident. No harm requiring medical intervention was reported. It is unknown if the sensor will be returned for analysis.